Manufacturer narrative:
Additional information: h10 (plant investigation) plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. System air leak and valve actuation tests were performed and passed. An internal visual inspection found no discrepancies. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this elderly patient on peritoneal dialysis (pd) expired during a pd treatment with the liberty select cycler. There were no reported allegations that the death was related to any product related issues. Additional information was obtained through follow-up with the patient¿s pd nurse. The nurse confirmed that on (B)(6) 2023, this patient was found deceased while still attached to the cycler. The nurse stated it is unknown if the patient was still in pd treatment when the patient expired. The patient was pronounced deceased in their home and was reportedly not taken to the hospital. It was reported that the patient had multiple pre-existing cardiac disease with an internal pacemaker in place. The nurse indicated that the exact cause of the patient¿s death is unknown, and that the patient¿s end stage renal disease (esrd) death certificate was not available. Also, it was initially reported that no autopsy was being performed. However, the nurse reported that the death is likely due to patient¿s comorbid conditions.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Plant investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. At the time this clinical investigation was completed, the cycler was not returned to the manufacturer. However, currently there have been no reported allegations nor is there any objective evidence that a liberty select cycler malfunction or product deficiency was associated with the patient¿s death. Based on the available information, the cause of death can not be determined. The patient¿s esrd death certificate was not available, and no autopsy will be performed. The elderly patient had a past medical history of esrd on pd therapy, and unspecified cardiac conditions with placement of internal pacemaker which are likely associated factors for the reported death.

Event description:
It was reported that this elderly patient on peritoneal dialysis (pd) expired during a pd treatment with the liberty select cycler. There were no reported allegations that the death was related to any product related issues. Additional information was obtained through follow-up with the patient¿s pd nurse. The nurse confirmed that on (B)(6) 2023 this patient was found deceased while still attached to the cycler. The nurse stated it is unknown if the patient was still in pd treatment when the patient expired. The patient was pronounced deceased in their home and was reportedly not taken to the hospital. It was reported that the patient had multiple pre-existing cardiac disease with an internal pacemaker in place. The nurse indicated that the exact cause of the patient¿s death is unknown, and that the patient¿s end stage renal disease (esrd) death certificate was not available. Also, it was initially reported that no autopsy was being performed. However, the nurse reported that the death is likely due to patient¿s comorbid conditions.

Event description:
It was reported that this elderly patient on peritoneal dialysis (pd) expired during a pd treatment with the liberty select cycler. There were no reported allegations that the death was related to any product related issues. Additional information was obtained through follow-up with the patient¿s pd nurse. The nurse confirmed that on 23/jul/2023 this patient was found deceased while still attached to the cycler. The nurse stated it is unknown if the patient was still in pd treatment when the patient expired. The patient was pronounced deceased in their home and was reportedly not taken to the hospital. It was reported that the patient had multiple pre-existing cardiac disease with an internal pacemaker in place. The nurse indicated that the exact cause of the patient¿s death is unknown, and that the patient¿s end stage renal disease (esrd) death certificate was not available. Also, it was initially reported that no autopsy was being performed. However, the nurse reported that the death is likely due to patient¿s comorbid conditions.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.